Manufacturer narrative:
The following devices were also listed in this report: 5560-s-212 tri cemented stem 12mmx100mm 1129995k 6197-9-001 simplex p with tobramycin 1 pack mkd084 6191-1-001 simplex p full dose 1 pack rhd088 (x2) 5540-a-101 triath fem distal aug 5mm - size 1 left hg37r 5541-a-101 triath fem distal aug 10mm - size 1 left geu3e 5543-a-100 tri post augment sz1 5mm hxz4t (x2) 5512-f-101 tri ts femur sz1 left heo4h 5545-a-201 tri lm/rl tib aug sz2 5mm xl75172d 5545-a-202 tri rm/ll tib aug sz2 5mm erhcl9d 5521-b-200 tri ts baseplate size 2 lbh9xa 5560-s-212 tri cemented stem 12mmx100mm 1129995k 6197-9-001 simplex p with tobramycin 1 pack mkd084 6191-1-001 simplex p full dose 1 pack rkd131 (x2) it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: --product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Performed an I&d with tibial insert exchange of a left knee triathlon ts due to infection.

Manufacturer narrative:
The following devices were also listed in this report: tri cemented stem 12mmx100mm; cat# 5560-s-212; lot#1129995k. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot#mkd084. Simplex p full dose 1 pack; cat# 6191-1-001; lot#rhd088 x 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were anufactured and accepted into final stock with no relevant reported discrepancies.. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Dr. Performed an I&d with tibial insert exchange of a left knee triathlon ts due to infection.